Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the secondary bd 500ml bags are not completely empting. It was reported when the secondary chemo infusion is complete, the device then pulls fluid from the primary bag however there is a remaining volume of 40-50 ml in the secondary bag. The customer stated that they have been using the same infusion process with their previous bags and did not encounter issues.